Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during tightening /tensioning.

Event description:
On 2/22/2023, it was reported by a sales representative via email that the inserter from an ar-2350 knotless tensiontight button implant system broke off in the button. This was discovered during a procedure on (B)(6) 2023. Additional information received on 2/22/2023: the inner threaded inserter broke off while it was being implanted. It was contained within the cannulated inserter shaft, so no fragments were in the patient. This was discovered during an rcr procedure and completed with another ar-2350 knotless tension tight button implant system.